Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss alarm. The customer stated when they puts the battery in with the cap the screen was blank. Customer had tried another one of the new ones and it was able to respond right away one of the new caps did not work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.